Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported an alarm due to zero milliliter (ml) reservoir volume reached was confirmed by telemetry. It was noted the alarm started on (B)(6) 2014 and at first was not as frequent, but on the date of this report was 15 minutes (critical alarm was set to every 10 minutes). It was further reported the patient felt more spastic the past couple of days and had complained of some itching and some sweating. It was also reported the patient had missed a refill appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to lioresal.